Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The returned reciproc blue files r25 8/100 25mm 025 have been analyzed: -first file is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. -second file has been used but is not broken. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1601191; #1602921, #1602931, #1602932 and #1602945). Root causes are not identified. We will track this kind of event and monitor the trend.